Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported on behalf of home-care user that during use of the listed tracheostomy tube, the device's neck flange was found separated from the tube. This was found during a routine check by patient's caregiver. The tube was less than a month old when the issue was found. No adverse effects to patient were reported.